Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-dec-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient whom as implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient experienced a loss of pain relief for one week. The patient experienced a fall was noted to be a factor that contributed to the issue. Fluoroscopy revealed lead migration. The rep reprogrammed the patient¿s ins. The issue was resolved.